Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that no wire was present upon removal of sensor due to a sensor failure immediately after startup session. Patient waited 12 hours before attempting to remove sensor. Pt's mother reports not seeing any wire protruding from her son's skin nor observing any redness, swelling or irritation around site of insertion. Pt reports feeling n discomfort of any kind at the time of report of dexcom.